Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: (B)(6) 2024. Investigation summary: bd received 9 shelf cartons of samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for poor non-patient needle point integrity with the incident lot was not observed. The non-patient cannula is designed with a bend in the tip. Additionally, 30 of the customer samples were evaluated by visual examination and the indicated failure mode for poor non-patient needle point integrity with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor non-patient needle point integrity. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, the non-patient cannula was found to be barbed making it difficult to change blood collection tubes. No impact was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, the non-patient cannula was found to be barbed making it difficult to change blood collection tubes. No impact was reported.